Event description:
It was reported that the customer had high blood glucose of 600 mg/dl. Customer treated with insulin pen 5 minutes prior. It was sated that the customer could not hold down anything, she had a headache and her arm felt heavy. Customer was having a panic attack. Call dropped and customer could not be reached after three attempts. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.